Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 100 to 120mg/dl. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 204 mg/dl and 188 mg/dl. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer stated that today (B)(6) 2016 at 9 am she tested her blood sugar fasting and the result was 212 mg/dl, customer stated she injected 17 u of lantus and 5 u of humalog, then two hours later at 12:01 pm she re-tested and the result was 49 mg/dl. Customer stated she felt tired so customer stated she drank orange juice, ate snack, and 1 glucose tablet. Then customer re-checked her blood sugar and it was 171 mg/dl at 1:20pm. At the moment of the call customer stated she was feeling well no symptoms of low or high blood sugar. Medical attention is not reported as a result of the actual blood glucose results. Customer stated she have a doctor's appointment on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: user's test strip had poor storage manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 100 to 120mg/dl. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 204 mg/dl and 188 mg/dl. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer stated that today (B)(6) 2016 at 9 am she tested her blood sugar fasting and the result was 212 mg/dl, customer stated she injected 17 u of lantus and 5 u of humalog, then two hours later at 12:01 pm she re-tested and the result was 49 mg/dl. Customer stated she felt tired so customer stated she drank orange juice, ate snack, and 1 glucose tablet. Then customer re-checked her blood sugar and it was 171 mg/dl at 1:20pm. At the moment of the call customer stated she was feeling well no symptoms of low or high blood sugar. Medical attention is not reported as a result of the actual blood glucose results. Customer stated she have a doctor's appointment on (B)(6) 2016.